Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches; coughing; dry mouth; fatigue. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and caused a patient to develop headaches; coughing; dry mouth; fatigue. There was no allegation of serious or permanent harm or injury. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device found a brownish patch of discoloration on the front left of the bottom enclosure assembly resembling a potential burn from an external source. The manufacturer also observed undetermined contamination in all seams and recesses, as well as behind the ui dial. One of the footpads was observed to be missing. An especially concentrated quantity of dirt and debris were observed around and in the air inlet. The device was disassembled for internal visual inspection. The manufacturer observed discoloration and contamination to the airpath, blower, blower impeller, and blower assembly isolators. Slight discoloration was observed on the walls of the blower box assembly in the blower assembly isolator recesses. A strong odor of tobacco smoke was observed during the investigation of the airpath and blower box. No evidence of sound abatement foam breakdown was observed, and the foam appears intact. The manufacturer observed the evidence of liquid ingress and mineral deposits on the blower assembly and in the bottom of the blower box assembly. Dark contamination appearing consistent with the keratin observed around the blower seal, it appears to be the same contaminants observed in the seams and recesses of the exterior of the device were observed on the interior of the bottom enclosure in greater quantities. The manufacturer applied power to the device and confirmed the device provided flow. The device's event logs were downloaded and reviewed. The manufacturer found 9,055.2 blower hours, 8,287.7 therapy hours and 1 continue error e-193 err_usb_host_no_device. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. Dust contamination, mineral deposits and liquid ingress was observed in the device, sources are external to the device. Section h6 has been updated / corrected.